Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had an apparent fracture. The detections and therapy were turned off and the lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).